Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During inspection, olympus confirmed the reported event of no image and image flickering. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event (no image and image flickering) were confirmed during the device evaluation. However, the root cause of the reported events could not be identified. The following was also found during the device evaluation; a red crack on the olympus endoscope system (oes), a leak from biopsy channel, minor scratches at biopsy channel opening, kinked/crimped on insertion tube, dry fluid on control body after aeration, electrical continuity error due to water invasion and the angulation was out of specification. However, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis exera ii ultrasonic bronchofibervideoscope, there was no image. The event occurred during preparation for use in the diagnostic procedure. There was no patient harm associated with the event.